Event description:
The cartridges containing seeds did not fit into the mock applicator. Staff transferred the correct seeds into old cartridge that worked & the case went fine. Staff called the co -amersham- to report this & co to pick up the cartridges to do further testing. The pt was under anesthesia approx. 1hr longer than necessary.